Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had no ventricular output. It was indicated that the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. Failure analysis was performed on the main board. No anomalies were observed during visual inspection. The main board was assembled into a golden case and tested on the automated test system, failed ventricular tests. No ventricular output was observed. While investigating the root cause the board was damaged. The log was reviewed, no errors were in the log. Conclusion: incomplete, damaged during analysis.

Event description:
It was reported that the external pulse generator (epg) was received from service but still had no ventricular output. The epg was returned for warranty service. There was no patient involvement.